Event description:
Consumer stated the tampon seemed to have fallen apart inside her and she removed cotton for 2 days and went to the doctor.

Manufacturer narrative:
The device history record could not be reviewed because the consumer did not provide lot code information. Samples were not returned for investigation.